Event description:
Information received from the field notes that the patient presented to the clinic for a follow-up with a ventricular lead impedance of <200 ohms. X-rays did not reveal any damage to the lead. The physician changed the pacing configuration to unipolar which gave a lead impedance of 231 ohms. The patient was pacemaker dependent and monitoring will continue.